Event description:
Pt in surgery for repair of fractured right hip. Sudden drop in oxygen saturation noted approx 5-10 minutes after the application of bone cement. Pt then was in full respiratory and cardiac arrest, resulting in death.